Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case ,cracked case-corner of belt clip rails, and cracked battery tube threads. Device power up properly after battery installation. Device received with operating currents within specification. Device passed displacement test. Power connector plug in and locked in place properly. Device alarmed pump error 63 alarm during self test and confirmed in the insulin pump history due to broken pin 1 trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not working as designed. The customer¿s blood glucose level was unknown. Customer reported that there was crack on battery box and the taped battery did not stayed in. The device will not be returned for analysis.